Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia). Upon interrogation the lead exhibited variable pacing thresholds, variable/high impedance levels, oversensing noise and increased short interval counts (sic). A lead fracture is suspected. The lead was programmed "off" and an intervention was completed at a later date. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.